Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
After purging the trufill dcs orbit coil (637mf3509) and exposing the coil for inspection, when the coil was withdrawn into the sheath, it stretched. The product was stored, handled, and prepped per labeling instructions. During prep, nothing happened to the delivery sheath that may have contributed to the event. The coil was not inserted into the microcatheter hub. The coil stretched was found before inserted into the micro-catheter. The event occurred when moving the delivery tube. The zipper and stopper stayed together. The introducer was not damaged by the stopcock or tuohy. Other than the reported event, no other damages were confirmed on the delivery system, coil, etc, and the coil remained attached to the delivery system. No further information was available. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were found. The support coil was not damaged. No damage was found on the introducer which was zipped covering gripper and part of the embolic coil. No damage was found on the gripper. The embolic coil was stretched, kinked and separated at the headpiece after the soldered area. The od was measured and was found within specification. The embolic coil and the gripper were inspected under microscope and stretched sections were found in the embolic coil and the headpiece separated from coil at the 4th loop after the soldered area between headpiece and embolic coil. No damages were found in the gripper. The head piece was attached to the gripper. Microscopic analysis showed a wedge of solder still attached to the coil headpiece, in the area between the coil loops. This indicates that the solder had good adhesion to the coil headpiece. A review of the manufacturing documentation associated with final assembly lot 13470757 and subassembly lots 13466566 and 14007255 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The report that the coil stretched was confirmed. The cause of this damage and the others found over the unit could not be conclusively determined. With review of the analysis and the DHR there is no indication of a relationship to the manufacturing process. Inspections are in place to prevent these types of damages from leaving from the facility. In addition, it was reported that the stretching of the coil occurred after inspection during withdrawal back into the introducer. The instructions for use cautions that the orbit coils are delicate devices; procedural/handling factors appear to have impacted the event. Therefore, no corrective actions will be taken at this time.

Event description:
The physician followed IFU to flush and make air-out of the coil and then the coil was exposed for inspection. The physician then withdrew it to insert into the sheath, it was stretched. The product was store, handle, and prep per labeling instructions. During prep, nothing happened to the delivery sheath that may have contributed to the event. After the coil was exposed for inspection, the physician planned to insert into the micro-catheter. (Before insert into micro-catheter, the physician need to push the coil out of the introducer to check the shape of coil to make sure it does not have any problem and is in good condition, after checking, the physician had to pull back the coil into introducer in order to insert into microcatheter, at this moment of pulling back to introducer, the coil stretched). The coil was not inserted into the microcatheter hub. The coil stretched was found before inserted into the micro-catheter. The event occurred when moving the delivery tube, the zipper and stopper was stay together. The introducer was not damaged by the stopcock or tuohy. The coil did not make into the microcatheter. Other than the reported event, no other damages were confirmed on the delivery system, coil, etc, and the coil remained attached to the delivery system. No further information was available.